Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for spinal pain and chronic low back pain, via the manufacturer representative, reported they felt strange stimulation and ¿surges¿ in (B)(6) 2016. It was stated that the patient had been pushed against a dresser and ¿it hit right on the battery.¿ an impedance check was done and electrodes 1 and 5 measured to be greater than 10,000 ohms. The manufacturer representative was not able to program around the electrodes. When voltage was increased, the patient felt intense burning. The physician was informed and the patient was to be evaluated for a possible lead revision. Surgical intervention was reportedly planned, but had not yet been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.